Event description:
A death certificate was received on (B)(6) 2012. The death certificate listed the cause of death as a generalized tonic-clonic seizure with status epilepticus.

Event description:
A sudep evaluation was performed on this patient's death and it was determined that the patient death was probably sudep. A review of programming history, available in house, was also performed and the last available diagnostics were from (B)(6) 2012 and were ok. The device was also not at or nearing end of service at that time. Attempts for additional information have been unsuccessful to date.

Event description:
It was initially reported that the patient past away in her sleep. Her husband felt she had a seizures, but this has not been confirmed by a medical professional. There was no autopsy performed. It is unknown if the death was related to vns. (B)(4) attempts for additional information have been unsuccessful to date. (B)(4) attempts for product return have been unsuccessful to date. The crematory was unsure if they ever had or still have the generator or lead.

Event description:
Based on the information from the death certificate the cause of death has been determined to not be sudep.